Event description:
It was reported that three days following a cardiac ablation procedure, the patient developed atrioventricular (av) block iii (complete heart block). The patient transitioned from av block I to av block ii type mobitz, and then to av block iii within three days, resulting in a permanent heart block injury. The physician noted that the av block iii might be due to radiofrequency delivery near the av node location in the right atrial lead, specifically between radiofrequency applications four to six, where the av time prolonged from approximately 210 millisecond (ms) to about 235ms. The patient's hospitalization was extended. The patient received a pacemaker. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.